Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 41mg/dl. Customer treated with food. Troubleshooting found that the customer cannot monitor the pump without the sensor. Customer declined high blood glucose troubleshooting.